Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros hcg ii quality control results were obtained using vitros biorad lot 40780 processed on two different vitros 5600 integrated systems. The investigation could not determine a definitive root cause. There is no evidence that an instrument related issue contributed to the event for the affected results processed on 5600 # 1. However, an instrument related issue cannot be ruled out for the affected results processed on 5600 # 2. Additionally, a reagent related issue or a sample handling issue cannot be ruled out as contributing factors.

Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros hcg ii quality control results using vitros biorad lot 40780 processed on two different vitros 5600 integrated systems. The following results were obtained: 5600 # 1(s/n: (B)(4)): result 1 = 9.97 vs. An expected result = 4.2 miu/l; result 2= 9.8 vs. An expected result = 3.8 miu/l; result 3= 20 vs. An expected result = 4.5 miu/l; 5600 # 2 (s/n: (B)(4)): result 1 = 8.85 vs. An expected result = 5.0 miu/l; result 2= 8.80 vs. An expected result = 4.5 miu/l; biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report that patient results were questioned. There was no report of patient harm as a result of this event. This report is number one of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).